Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28march2019. The customer troubleshot with technical support. The customer was advised to remove the power management, motor control and central processing unit boards and inspect for any signs of damage or overheating. Upon a follow up the customer stated that "power management board took care of the problem. The unit is back in service". No additional information was provided.

Event description:
It was reported that the ventilator would not turn on. No patient involvement. Event date not specified, estimate used.